Event description:
It was reported to resmed that an astral device failed to charge its internal battery and the display was blank. There was no harm or serious injury reported as a result of the event.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported charging issue. Power connector would not remain locked in resulting in intermittent loss of charging to the battery. The top case was replaced to address the issue. The reported blank display was not confirmed. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: pr (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and the display was blank. There was no harm or serious injury reported as a result of the event.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint of device not charging its internal battery was due to physical damage. The reported complaint of blank display was due to a depleted battery. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).